Event description:
Event description boston scientific, crm received information that while attempting to test the impedance measurement of this left ventricular (lv) lead, a fault code 1a error message ('unexpected telemetry error has occurred') repeatedly appeared. This was done prior to a revision procedure for this lv lead. During the procedure it was noted that the patient's leads were wound tightly around the device. The lv lead was wound so tight that it had fractured but the insulation was still intact. The lead was removed and new lv lead was implanted without further complication. The patient was suspected to have twiddler syndrome. No adverse patient effects were reported.